Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 13mmol/l. Customer did a displacement test and test result into max fill reach error and explained to the patient that normal function of the pump is to alarm no reservoir but it saying max fill reach error, the piston of the reservoir maybe damaged. Customer was advised to revert to backup plan and pump should be return for analysis.

Manufacturer narrative:
The pump alarmed no delivery out of the specification range during the excessive no delivery test due to a faulty force sensor resistor. Unable to perform the displacement, basic occlusion, occlusion, prime or rewind tests due to the excessive no delivery alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.